Event description:
It was reported that the patient presented to the clinic for scheduled follow-up. Interrogation of the pacemaker revealed left ventricular (lv) lead dislodgment, resulting in diaphragmatic stimulation. Multiple programming changes were attempted; however, the patient continued to experience discomfort due to the stimulation. The physician elected to explant and replace the lv lead. The patient was discharged without any reported adverse events.